Event description:
It was reported that a manipulation under anesthesia had to be performed on the left knee. It is unknown the reason of the adverse event. The patient outcome was successfully resolved. No injury nor delay has been reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms a review of the case report forms did not provide any insight into the root cause for the reported manipulation under anesthesia. No x-ray images or mua report were provided for review. Per the crf the reported issue has been documented as resolved. Since no further harm is anticipated, no further clinical/medical assessment is warranted at this time. A review of complaint history did reveal an additional complaint for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.